Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose and the insulin pump had a blank display. The blood glucose level was 574 mg/dl. Customer stated that the display did not return after inserting new batteries. The product will return for the analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Insulin pump received with normal operating currents and passed the self test and the displacement test. The insulin pump was monitored and no unexpected blank display or powering off occurred during testing. No damage was found on the lcd isolation tape during visual inspection. (B)(4).